Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Reportedly, the pump was dropped and the cartridge was slightly dislodged when the alarm occurred. The user's blood glucose level was 150 mg/dl. The user reported refilling the cartridge, reloading the cartridge onto the pump, and resuming insulin delivery.